Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported "load point 2 always sees something loaded". The device was found to have a constant clean load point 2 message caused by a failed upstream sensor. The upstream sensor and upstream pusher were replaced.

Event description:
It was reported that a spectrum falsely recognizes a loaded set as "load point 2 always sees something loaded". It was also reported there was no pt involvement.